Event description:
The reporter stated that tubing snapped off of the connection to the stopcock. The reporter further indicated that this had occurred five times however did not provide any add'l info. No pt injury or treatment was reported.